Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3 , to provide the related maude report and the completed investigation results. One tr band was returned for product evaluation. The returned sample included the tr band final assembly and the syringe. Visual inspection was performed. The inflator syringe had approximately 7ml of air in it. Functional testing was performed. Leak testing was performed on the returned sample. The inflator assembly was used to inflate the balloon with approximately 15ml of air. Bubbles were observed to flow from the check valve. The check valve was deconstructed to determine the cause of the leak, red and white hair like structures were seen on the inside of the check valve. The complaint can be confirmed for foreign matter in the check valve. The non-conformance (nc) report determined that there is a possibility that valve contamination could occur during post manufacturing since the valve is open and can attract foreign matter. Per the nc investigation, it is recommended to track and trend this failure mode. No additional actions or corrections are necessary.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that air leaked from the tr band during the procedure. A hematoma was found on the right radial artery. The gained control of it and sent the patient to the heart and vascular care unit (hvc). The procedure was completed by going through the right groin and the outcome was good. The procedure was a cardiac catherization lab left heart catheterization (ccl lhc). The patient was in good condition. Additional information was received on 09aug2021. The hematoma was treated by holding pressure and applying new tr band. The approximate time the tr band was placed until air leak was discovered, was approximately eight minutes. Held pressure, applied new tr band, and sent to heart and vascular unit. The patient was in stable condition.